Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in marseille, (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped during a procedure. The user hand-cranked the pump and after several attempts the pump could be started again. There was no report of patient injury.

Manufacturer narrative:
The involved roller pump and its control panel was manufactured in 2020 and according to the review of the complaint database, no further events related to this unit have been reported in the past. The possible cause of the reported issue can be: - hardware malfunctions with internal components (hms board, hms board, pump resolver); - user error (such as incorrect occlusion or set tubing size). The device was returned to manufacturer for a dedicated investigation. The device was tested simulating the use condition. No deviations were observed during the entire test, the pump never stopped and no alarms / error messages have been displayed on the s5 control display module. In addition, serial readout analysis performed on the other pumps of the console did not revealed any harware malfunction and excluded any external electromagnetic interference. No hardware malfunction identified potential user error cannot be ruled out as most likely root cause of the event, such as incorrect occlusion or set tubing size. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.